Event description:
This unit caused a deep cut to the pt.

Manufacturer narrative:
Device was returned to osp for eval. Device slightly out of at the zero, .0010", and .0020". Setting by .0004" at .0010" and .0007" at .0020".